Event description:
IV pump not infusing heparin. Drips not infusing/falling into chamber; 30ml supposed to be left in bag by shift change, but the bag was full. Pt's oxygenation status acutely changed requiring increases in fio2, peep, and emergent prone. Heparin xa subtherapeutic and cxr showing potential pulmonary embolism. FDA safety report ID # (B)(4).